Event description:
It was reported that, during total hip replacement, the patient experienced an intraoperative femur fracture. This adverse event was treated by an intraoperative open reduction bone repair. Surgery was completed with the same devices. It is unknown if there was a delay. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during total hip replacement, the patient experienced an intraoperative femur fracture. This adverse event was treated by an intraoperative open reduction bone repair. Surgery was completed with the same devices. It is unknown if there was a delay. Patient's current health status is unknown. The device, intended for use in treatment, was not returned for visual inspection. A complaint history review regarding the batch in question was performed. No further complaints were detected. The review of the product documentation did not detect any deviation that could have contributed to the reported failure mode. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation has been conducted. The occurence and severity are in line with the corresponding risk file. Furthermore, a review of the device labelling reveals that the instructions for use document (lit. No. Lit. No. 12.23, ed. 03/21) indicates that "application of excessive pressure when placing or fixing the implant can provoke fractures of bone damage" as an ¿intraoperative" surgical step in combination with the implantation of a hip prosthesis. Based on the performed investigations, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. We remind to follow our document "surgical technique, polarstem, cementless and cemented stem system (lit. No° 01217-en (1513) v4 01/16)" to prevent any undesirable side effects. Smith and nephew will continue to monitor this device for similar issues. No further actions are deemed necessary at this point. This investigation is considered as closed.